Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018. (B)(4). Total number of events ¿ 47. Prolift +m pelvic floor repair - 7. Prolift pelvic floor repair - 35. Prosima pelvic floor repair - 5.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and the mesh was implanted. Following the procedure, the patient experienced undisclosed injuries. It was reported that the patient underwent removal of mesh on (B)(6) 2016 due to erosion and urinary incontinence. No further information is available.

Manufacturer narrative:
Date sent to FDA: 12/28/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.

Manufacturer narrative:
Date sent to FDA: 06/23/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.

Manufacturer narrative:
Date sent to FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.